Manufacturer narrative:
(B)(4). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Manufacturing location is unknown. Device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the trigger on the battery reamer/drill device was stuck in the on position. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device trigger was stuck in the "on" position and was pressed down. It was further noted that there was an unknown substance on the gear housing and pinion cage, the electric motor had excessive vibration, and the cylinder pin and cylinder pin receiving hole in electronic control unit were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use. If additional information should become available, a supplemental medwatch report will be sent accordingly.